Manufacturer narrative:
During over-the-phone troubleshooting, the site informed medtronic that the issue was resolved following a system reboot. No parts were replaced or returned and no further issues were reported. A subsequent full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a catheter based procedure, they saw a 'no input detected' message on the navigation system's monitor. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.